Manufacturer narrative:
Concomitant medical products: 407658 lead implanted (B)(6) 2010; ddbb1d1 ICD implanted (B)(6)2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing, undersensing, noise and far field r-wave (ffrw) oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.